Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 65 mg/dl. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated that this is not the second occurrence of off no power alert. Customer was advised to insert new (B)(6) aaa alkaline battery and monitor the pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 65 mg/dl. The customer was treated with orange juice. The customer stated that he ran low because he is not eating enough.